Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) remained on the body when it was loaded and pulled out, making it unusable. The seal could not be loaded correctly. The seal could not be deployed properly. Put out a new device and the operation ends without any problems. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Manufacturer narrative:
Trackwise #: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period ((B)(6) 2020 through (B)(6) 2022) was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw materials: (10 & 4105 or 13/22) the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety on which prevents the white plunger from being depressed. The seal was visible in the loading device window. Signs of clinical use and evidence of blood was observed on the loading device. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no visual difficulties observed. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.220inches ((B)(4)). The length of the delivery tube was measured at 2.48 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.